Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the force bipolar instrument had a missing wheel. It would not open or close. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was missing a gray/ white wheel from the house. Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have grip input disk axis #6 broken. As a result of the full break, functional testing for motion related issues cannot be performed. Other backend components adjacent to the broken inputs do not show damage.

Event description:
Refer to h11 for follow-up information.